Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID [gwbc30] serial/lot [unknown] use by date [unknown] UDI [unknown]. Additional information was reported that the original guidewire used in the procedure was a confida wire. As previously reported, the second guidewire used in the procedure was a lunderquist wire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was reported that the patient presented with annular, leaflet, left ventricular outflow tract (lvot) and sinotubular junction (stj) calcification. This indicates the probable cause of the advancement issues was patient anatomy. However, without procedural images and limited evidence available, an assignable root cause could not be determined and a relationship to the dcs cannot be established. Vascular access related complications, such as perforation and pericardial effusion, are known potential adverse patient effects per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. The exact cause of death is unknown but per the physician it is likely a result of the wire perforation. With the limited information available, a conclusive assessment of the relationship between the death and the device could not be reached. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with annular, leaflet, left ventricular outflow tract (lvot) and sinotubular junction (stj) calcification, a pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic (true) 18 millimeter (mm) balloon with a single inflation. The delivery catheter system (dcs) advanced around the aortic arch without difficulty. The dcs had difficulty crossing the native valve possibly due to calcium on the non-coronary cusp (ncc). The dcs was unable to track over the existing guidewire and physician was weary to exert extra force on the dcs to avoid injuring the patient. The dcs tip was not able to deflect and advance out of the cusp and across the valve. A buddy wire in the pigtail was used to assist the dcs across the valve but was unsuccessful. The implanting physician switched to a lunderquist wire. It was suggested to overdrive the capsule to see if it improved the transition of the dcs through the valve. This was also unsuccessful. The procedure was aborted due to the patient's age, dnr (do not resuscitate) status and improved pressure tracing following pre-implant bav. An angiographic root shot was performed which did not show any aortic insufficiency. A transthoracic echocardiogram (tte) was performed to check the native valve and measure gradient. The tte showed a pericardial effusion caused by a wire perforation. The location of the effusion was not definitive. A pericardiocentesis was performed and a drain was put in for treatment. The patient developed respiratory distress and was intubated. The patient's condition was not stable. The patient decompensated and died. The conclusive cause of death is unknown, however it is likely a result of the wire perforation.